Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a medical procedure involving the use of a laser, a spontaneous detachment of the ceramic component occurred, without any unusual technical maneuver. The anomaly was detected through the endoscopic image while advancing through the urethra, observing an irregular separation of the components. Given the risk that the part could detach inside the bladder, the medical professional proceeded with the immediate removal of the instrument. The issue occurred at the beginning of the surgical procedure. The surgery was successfully completed using an alternative product, and no adverse effects were reported for the patient.